Event description:
It was reported that the patient's blood glucose levels reached 284 mg/dl while wearing the pod between 4 and 24 hours on the arm. As treatment, corrections were delivered.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be damaged at the distal tip. Despite the damage observed on the exposed portion of the soft cannula, fluid was able to freely flow through and complete the fluid path by passing through the cross drill of the distal tip. Thus, the cannula damage is not preventing insulin delivery. Although damage was observed on the distal tip of the soft cannula, the timing and cause could not be determined. Investigation of the device did not find any other damages or defects that could contribute to a failure of the pod to deliver insulin. The downloaded data does not show any timeouts or drive stalls that could indicate a failure of the pod to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.